Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced front cover, rear case, front door, barrel clamp, module key lock label, left/right handle, left/right iui, flange retainer, and wiper seal. A review of the device history record for sn (B)(4) was performed from date of manufacture 12/17/2007 to the present date 11/6/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that there was unknown damage to the device. There was no patient involvement.